Manufacturer narrative:
The reported event of reduced battery capacity was confirmed. The device was received with a low battery gauge display upon receipt. Analysis of the device image indicated the device was within the normal range of operation and the battery voltage was above its elective replacement indicator (eri) level. Further analysis determined that the low battery gauge display was due to the incorrect implant date entered by the user that led to an incorrect calculation. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that premature battery depletion was observed on the device prior to attempted implant. The device was not implanted. There were no adverse consequences for the patient due to the event.